Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. The lead was reprogrammed to vvi 50 as the patient had stable sinus rhythm but then the patient had noticed increasing symptoms of tiredness and shortness of breath. The physician decided to have the right atrial (ra) lead explanted. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.